Event description:
It was reported to covidien on (B)(6) 2014 that a customer had an issue with an unknown dialysis catheter. The customer states that the venous adapter of the palindrome catheter ruptured. The catheter was pulled and replaced.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.